Manufacturer narrative:
This supplemental report is reporting the evaluation of the device and correcting information submitted on the initial report. Please reference d2: device name, and d9: returned to manufacturer zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, and all functional testing using a known-good power cord and battery without duplicating the report. No accessories were returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was unable to power on. Complainant did not indicate that there was any patient involvement in the reported malfunction.